Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually faded and became difficult to read in sunlight. No change was noted upon changing the battery. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.